Event description:
A patient reported blood glucose results of 162 mg/dl with a lifescan meter and 120 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodoloty, the calculated difference of these glucose resluts exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The meter was replaced and return expected.